Event description:
On (B)(6) 2012, the pt reported that, on (B)(6) 2012, he was admitted to the hospital with a blood glucose level of 42 mmol/dl (756 mg/dl). The hospital diagnosed the pt with diabetic ketoacidosis. The pt was in the hospital for four days. He received an IV of insulin. His normal blood glucose range is 5-7 mmol/dl (90-126 mg/dl). When the pt's infusion site was changed, it was discovered that the cannula of the infusion set was bent. The rn inserted a new infusion site. A couple days later, he was received elevated blood glucose levels again. When he changed his infusion site, he found that this cannula was bent as well. Six hours after changing the infusion site again, his blood glucose level was 12 mmol/dl (216 mg/dl). The pt self-treated with an injection of insulin; he has lost trust in the infusion sets. The pt was given info for using an insertion device. The pt was sent new infusion sets. His blood glucose levels have returned to normal. He disposed of the used infusion sets, so no product is able to be requested to be returned for eval.